Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. Upon removal the pod's cannula was found to be dislodged and leaking from the infusion site and the cannula was bent. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. No damages were observed to the device that would cause the reported dislodging. The cause of this event cannot be determined. No bends nor kinks were observed to the soft cannula. No damages were observed to the fluid path. A leak test was performed on the device. No leaks were observed. No damages were observed to the device that would cause leaking during wear. An 0x18 alarm was observed in the data. The fluid reservoir was observed to be empty. No timeouts nor drive stalls were observed in the data. The device operated as intended in this regard.